Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was picking up irregular beats. The device was set up to detect atrial fibrillation (af) but there seemed to be no real af episodes occurring. All seemed to be premature atrial contractions. The device remains in use. No patient complications have been reported as a result of this event.